Event description:
It was reported that the atrial lead exhibited inappropriate mode switch due to noise oversensing. The noise oversensing caused pacing inhibition and the atrial lead was explanted and replaced. The patient was in stable condition.